Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was greater than 600 mg/dl, the exact value was unknown. Bg level was addressed by delivering 8 units of insulin via manual injections. A system check was performed with tandem technical support and air bubbles were observed along the tubing. The customer changed the infusion set tubing to address the issue, and resumed insulin delivery. During follow up with tandem technical support, it was reported that the customer was not following proper load technique. Reportedly the customer's bg level decreased to less than 500 mg/dl.